Manufacturer narrative:
(B)(4) date sent: 12-12-2016. Additional information received: what part of the jaw (devices extremity) was broken? Unk. Did the moveable top jaw break off? Unk. Did the black ptc break off of the jaw (attached to moveable top jaw)? Unk. Did the ceramic (on the lower non-moveable jaw) separate or break off? Unk. Did the electrode (on the lower non-moveable jaw) separate or break off? Unk. Did the detached part fall into the patient? No. Was the detached part retrieved from the patient? Na. Did this cause a change in the plan of care for the patient? No.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what part of the jaw (device¿s extremity) was broken? Did the moveable top jaw break off? Did the black ptc break off of the jaw (attached to moveable top jaw)? Did the ceramic (on the lower non-moveable jaw) separate or break off? Did the electrode (on the lower non-moveable jaw) separate or break off? Did the detached part fall into the patient? Was the detached part retrieved from the patient? Did this cause a change in the plan of care for the patient?

Event description:
It was reported that during an unknown procedure the device's extremity was broken to the blade level. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). The device was received with the electrode, ceramic and active rod detached as one piece and not returned with the device. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.